Event description:
This is a report of a flo-gard pump with a broken clamp. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
The device has been received by baxter. Upon completion of baxter?s investigation a follow up medwacth will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a broken clamp was confirmed and reproduced during evaluation as the latch area had damaged. The cause of the reported condition was determined to be cracks in the door latch/handle area. The pump head door and the door latch were replaced to fix the reported condition. The occlusion sensors calibration was also performed.